Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that it was not returned with original packaging. The color and magnet scheme of the device matches the print. The inner blade is deformed and fractured from contact with another metal object. The torn/fractured pieces of metal are twisted and bent back into the blade. A functional evaluation was performed on the returned device and found that the inner blade cannot spin due to the torn/fractured pieces of metal that are bent back into the blade and blocking the rotation space. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (contact with another metal object or excessive force). Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported during an unspecified procedure, it was noticed that the 4.0mm platinum flyer blade's jaw was defective as the blades did not fit and rotate smoothly into each other. It is unknown how the procedure was performed or if there was a surgical delay. No further complications were reported. Results of investigation concluded that the inner blade is deformed and fractured.